Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for multiple samples from one patient from (B)(6) 2017 through (B)(6) 2017 from a cobas 8000 e 602 module. The serial number was requested but was not provided. The samples were repeated on a beckman coulter stratec analyzer (ria automation). Of the data provided, only the results for elecsys tsh assay, elecsys ft4 assay, and elecsys ft3 were discrepant. Refer to the medwatchs with a1 patient identifiers pt-(B)(6) and pt-(B)(6) for the other assays. All of the results were reported to the physician. There was no allegation of an adverse event. Reagent lot 18552200 was in use until (B)(6) 2017 when reagent lot 18927900 was put into use. The expiration dates were requested but were not provided. The results for tsh were consistently lower than the results from the beckman analyzer regardless of the reagent lot used. Sample from the patient was submitted for investigation.

Manufacturer narrative:
After further investigation, a specific root cause could not be determined. Differences in results from different manufacturers could be due to differences in the setups of the assays, the antibodies used, and differences in the standardization materials and standardization methodology.